Event description:
Boston scientific crm received information that this right atrial (ra) lead presented with pacing impedance measurements above 2500 ohms and high thresholds. An x-ray was performed but no anomalies were noted. The physician suspects that the ra lead is fractured. No adverse patient effects were reported. The associated device was reprogrammed from ddd to vdd.

Manufacturer narrative:
The lead will be re evaluated at the next patient follow up at this time, this lead remains implanted. No additional information is available. If any additional information does become available, this report will be updated.